Event description:
It was reported that a shaft break occurred. An nc emerge mr, ous 3.00 x 20mm was selected for treatment of the target lesion, which was located in the left anterior descending artery (lad) and was moderately calcified and mildly tortuous. During the procedure, the shaft of the device broke close to the y-connector. The device was completely removed from the patient, and another of the same device was used to successfully complete the procedure. There were no patient complications.